Manufacturer narrative:
Initial reporter phone: (B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The 4 returned end caps were evaluated. Two of the 4 passed the corresponding thread ring. The 2 end caps that failed the thread gage showed heavy wear marks for a single use device. These wear marks include shiny first threads consistent with an attempt to thread them into the nail at an incorrect angle, compromising the end cap thread and possibly damaging the thread on the nail. The 2 end caps that passed the gage but would not attach to the nail may have been hindered by a damaged nail thread as a result of cross threading the first two end caps.

Event description:
It was reported that the patient underwent a left tibial nailing procedure on (B)(6) 2014. During the procedure, the surgeon was unable to engage an end cap into the nail. A selection of different end caps that are designed to be used with the system were attempted. Due to the position of the nail, a cap could not be secured into the head of the nail. The surgeon decided to leave the nail without an end cap. There was a fifty minute delay in the procedure.